Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to post paced t wave oversensing was observed. The patient was asymptomatic. The issue was resolved.